Manufacturer narrative:
(B)(6). One device was returned for repair. It was reported there was a flow rate problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation found damaged downstream occlusion (dso) seal. Accuracy test was performed, and the device passed (+1,235%). The customer problem was not duplicated, and no further action will be taken to address the primary problem. The dso seal was replaced.

Event description:
It was reported there was a flow rate problem. There was unknown patient involvement.